Manufacturer narrative:
The suspect device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.

Event description:
The reporter alleges that during a transseptal puncture for patient needing a left atrial appendage closure device deployed. When the physician was removing the sheath, two perforations and internal bleeding was noted within the patient's heart. The patient experienced pericardial effusion, cardiac tamponade and an emergent pericardiocentesis. The patient was admitted and transferred to surgical unit for intervention.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.